Event description:
It was reported that the patient presented to the emergency room complaining of chest pain, two days of presyncope, and shortness of breath on exertion. Intermittent loss of capture was observed. Chest x-ray revealed dislodgement. The lead was explanted and replaced. It was noted that the lead dislodged due to the patient over-exerting himself. The patient was feeling much improved post replacement.

Manufacturer narrative:
(B)(6).